Event description:
The rptr indicated that the intensified follow-up indicator was observed on the generator today. It was determined that the lead exhibited a high threshold and was explanted. The pacer remained implanted.